Manufacturer narrative:
.

Event description:
Customer claims the alarm works fine when the magnet and clip are attached to it. When using the alarm with the sensor pad it does not sound when weight is released from the pad. No patient injury reported.